Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's mother stated that the patient ended up in the hospital. No further information available.